Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had intermittently responsive buttons after the device had been exposed to water. The customer stated that the insulin pump had been submerged for 10 seconds. The customer's blood glucose was 125 mg/dl. He stated that the keypad had been working intermittently, but on the day of the call, the keypad became unresponsive. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had an unresponsive esc, act and up buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.